Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty loading a new cartridge on the pump. During troubleshooting with tandem technical support, the customer stated observing an o ring on the pneumatic tap of the pump. The customer removed the o ring and was able to load the cartridge. The customer's blood glucose level was 134 mg/dl.